Event description:
Information received from the field notes that post implant, no pacing was observed. Bipolar impedance was >3000 ohms in both channels and unipolar impedance was >3000 ohms in the atrial channel. After the leads were tested, the atrial lead could not be re-introduced into the connector header. Subsequently, the pacemaker and the atrial lead were replaced.